Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] np4 doesn't inject the accurate dosage [device delivery system issue] the piston rod did not move, dose counter stopped [device issue] was asked to adjust the dose counter in opposite direction back to zero [wrong technique in device usage process]. Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "hyperglycemia (hyperglycemia)" with an unspecified onset date, "np4 doesn't inject the accurate dosage(inaccurate delivery by device)" with an unspecified onset date, "the piston rod did not move, dose counter stopped(device component issue)" with an unspecified onset date, "was asked to adjust the dose counter in opposite direction back to zero(wrong technique in device usage process)" with an unspecified onset date, and concerned a 121 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , tresiba penfill (insulin degludec 100 u/ml) from unknown start date and ongoing for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date and ongoing for "type 1 diabetes mellitus", the outcome for the event "hyperglycemia (hyperglycemia)" was recovered. Investigational results name of the suspect product:novopen 4 batch number of the suspect product:fvg7971 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name of the suspect product:tresiba penfill batch number of suspect product:ps6kv40 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name of the suspect product: novorapid penfill batch number of the suspect product: pr71ce7 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission case has been updated with following information investigational results added for suspects novopen 4, tresiba penfill, novorapid penfill imdrf codes b,c,d,g updated is non reportable field updated as no malfunction field updated as no final report check box was ticked narrative updated accordingly final manufacturer comment: 07-may-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Product handling error such as wrong technique could result in device malfunction and affect dosing. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of tresiba penfill and novorapid penfill. H3 continued: evaluation summary name of the suspect product:novopen 4 batch number of the suspect product:fvg7971 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), suffered from hyperglycemia (rbs during the event more than 400 mg/dl and 500 mg/dl) ,[hyperglycaemia], np4 doesn't inject the accurate dosage [device delivery system issue], the piston rod did not move, dose counter stopped [device issue], was asked to adjust the dose counter in opposite direction back to zero [wrong technique in device usage process]. Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "suffered from hyperglycemia ( rbs during the event more than 400 mg/dl and 500 mg/dl )(hyperglycemia)" with an unspecified onset date, "np4 doesn't inject the accurate dosage(inaccurate delivery by device)" with an unspecified onset date, "the piston rod did not move, dose counter stopped(device component issue)" with an unspecified onset date, "was asked to adjust the dose counter in opposite direction back to zero(wrong technique in device usage process)" with an unspecified onset date, and concerned a 121 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", tresiba penfill (insulin degludec 100 u/ml) (dose: 13u pm) from unknown start date and ongoing for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) (dose: totally daily dosage ranged from 34iu to 36iu) from unknown start date and ongoing for "type 1 diabetes mellitus", patient's height: 130 cm , patient's weight: 35 kg, patient's bmi: 20.71005920. Current condition: type 1 diabetes mellitus (from 5 years ago). Concomitant products included - vit d [vitamin d nos]. On an unknown date patient's fbs (fasting blood glucose) was 80 mg/dl and rbs (random blood sugar) (blood glucose) ranged from 150 to 170 mg/dl before the event since an unknown date the reporter complained that his daughter's np4 did not inject the accurate dosage. By confirmation the pen injected insulin, but inaccurate doses. On an unknown date 3 weeks ago patient's rbs (random blood sugar) during the event was more than 400 mg/dl and 500 mg/dl due to her np4 issue as it injected inaccurate dosages and patient suffered from hyperglycemia. Pen training was offered, reporter was asked to remove attached needle and penfill. Adjust the dose counter to 60u and press the dose button, the piston rod did not move., was asked to pull it outside the mechanical parts manually. By adding a new penfill, to make sure that the piston rod head touch the penfill rubber, he was asked to adjust the dose counter to 60u and press the dose button without adding needle, the dose counter stopped on 56u. He was also asked to adjust the dose counter in opposite direction back to zero by adding a new needle, the pen injected insulin normally (4u) needle cap trail was offered and done; the pen injected the adjusted dose (20u) accurately inside the needle cap. Without touching the piston rode by his hands, adjusted the dose button at 60um pressed on it, then the counter stopped at 56u, was asked to return the dose button in the opposite side back to zero, add new needle, adjusted the dose button at 4u, then the pen injected normally, then was asked to adjust the dose button at 20u to do needle cap trial, then the pen injected the correct 20u so, the pen injected normally. Batch numbers: novopen 4: fvg7971, tresiba penfill: ps6kv40 , novorapid penfill: pr71ce7. Action taken to novopen 4 was not reported. Action taken to tresiba penfill was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "suffered from hyperglycemia (rbs during the event more than 400 mg/dl and 500 mg/dl) (hyperglycemia)" was recovered. The outcome for the event "np4 doesn't inject the accurate dosage (inaccurate delivery by device)" was not reported. The outcome for the event "the piston rod did not move, dose counter stopped (device component issue)" was not reported. The outcome for the event "was asked to adjust the dose counter in opposite direction back to zero (wrong technique in device usage process)" was not reported. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufaturer's comment: 17-mar-2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.